Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal lv (low voltage) electrode of the lead was covered in blood. Visual summary analysis ofthe lead indicated damage at implant. The analyst commented that the lead was returned with the helix bent and dried blood on the helix and within the sleevehead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure there were issues with the lead helix extension/retraction. The lead was no used and a new ilead implanted. No patient complications have been reported as a result of this event.